Event description:
A nurse reported that during a vitrectomy procedure, the infusion tip was bent and the intraocular pressure (iop was unstable. The infusion cannula was exchanged and the procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).